Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. Microscopic inspection identified that the fiber tip was degraded. Please note that fibers are consumable devices and degradation of the fiber is expected to occur through use of the fiber. However, microscopic inspection found that there was not light exiting the connector face. The observed condition of no light exiting the connector can be a result of an internal connector fracture. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. Functional testing of the fiber identified that there was no aiming beam, and the fiber had been used for seven treatments. Based on the information available, the reported event of fiber damaged was confirmed, as the observed condition of no light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup or use.

Event description:
It was reported that during preparation for a lithotripsy procedure, while taking the fiber out of the package the connector fell off. The procedure was completed using another fiber. There were no patient complications reported. Laboratory analysis of the returned fiber identified that there was a connector fracture, and the fiber had been used for seven times out of ten.